Manufacturer narrative:
Upon receipt, both leads under complaint were subjected to an extensive analysis. The linox lead was found capped through 17 cm distal to the is-1 connector pin, a 5 cm long fragment of the lead is missing. Explantation aids were still inserted in the distal lead fragments of both leads. The lead showed multiple signs of abrasion. In particular, 11 cm distal to the is-1 connector pin, the insulation was found rubbed through, which is consistent with the clinical observation of oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further abrasion marks were detected 11 cm to 17 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages, such as cuts in the lead insulation and a conductor break 11 cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, inappropriate shock deliveries were observed due to noise contamination. Therefore, an s-ICD was implanted, the ICD therapy was turned off and only pacing function was used. On (B)(6) 2019, the ICD system, including two leads, was removed.